Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the loop catheter array became inverted and deformed. After completion of ablation, attempts to retract the spiral array into the sheath, knot started to form. Multiple attempts were made to retract the array without knotting the distal end, but these were unsuccessful. The array was retracted as much as possible into the loop catheter using constant, non-tugging force, and most of the array was pulled in with the distal end folded into the catheter. The array was withdrawn in the sheath through the transseptal puncture and vasculature without incident. After removal, the array and wire appeared deformed but undamaged. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012726949 was returned and analyzed. Visual inspection noted the catheter was received with the spiral array inverted and a guidewire inserted through it. The spiral array electrode was observed to be crusted, and the spiral array pebax tube was kinked. Additionally, the nitinol ball was dislodged from the dual lumen. The shape of the capture device appeared normal with no atypical features. The catheter was connected to a test catheter interface cable (cic) without resistance. The connection was secure, as evidenced by both latches fully engaging into the catheter connector. The slide control functioned as intended, with no issues observed. The steering mechanism operated normally, with the distal catheter tip achieving approximately 170° rotation in both directions. Upon fully advancing the slide control to extend the guidewire lumen, no kinks were detected along the extended portion, confirming proper functionality and alignment of the steering and slide mechanisms. The catheter was reprogrammed before being connected to the generator via a test cic. Therapy deliveries were successfully performed. The electrical continuity test confirmed that all electrode wires were intact, with no signs of detachment or breakage. X-ray imaging revealed entangled wires inside the shaft near the dual lumen region. The imaging also confirmed that the nitinol ball was completely dislodged from the dual lumen and that the spiral array was inverted. In conclusion, the reported array knot was not confirmed during testing; however, the reported array inversion was confirmed. The catheter failed the returned product inspection due to an inverted array, nitinol array wire dislodgement from the dual lumen, a kinked pebax tube, entangled electrode wires, and a crushed/deformed electrode. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.